Event description:
It was reported by service report that the right siderail could not latch up and the right toprail was broken at the end exposing sharp edges. No patient involvement or adverse consequences are reported.